Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 36 unopened pouches, 1 opened. Analysis and results: there are no previous complaints of this code batch. Of the 36 closed samples that was received, the one open sample the thread was broken and splitting. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 36 closed samples and one open sample with the thread broken. The thread of the open sample received shows splitting. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Tightness test to the closed samples received has been performed and the units are tight. A sewing and visual test was conducted and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one (before and after sewing test). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The suture was fraying / splitting during use.